Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens is in the process of investigating the message logs provided by the customer. The investigator has asked for additional information. The cause of the event is unknown.

Event description:
The customer reported a false positive ctni result run on the stratus cs when compared to a repeat on the stratus cs and a siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens investigated the instrument message log provided by the customer. There was no abnormality found in the instrument performance. Also, there was no abnormality found in the pipette aspiration pressure profile. An abnormality in the pressure profile can show a problem such as a short sample (not aspirating enough patient sample or any of the stratus test pak reagents), or can be indicative of issues such as sample integrity (clots, etc). The reason for this elevated result is unknown.